Event description:
The customer reported that a user (nurse) was changing the batteries, the device became extremely hot, very fast.

Manufacturer narrative:
(B)(4). The customer reported that a user (nurse) was changing the batteries, the device became extremely hot, very fast. Fast enough that the user did not have a chance to shut the battery door or put it down. The user burned herself bad enough to warrant getting medical attention for a burn. The issue is being reported as the user received a burn bad enough to warrant treatment. Philips has not received information supporting that there was emergent care or any lasting adverse impact. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.